Manufacturer narrative:
The reported complaint of microclave cracked was confirmed. During visual inspection, the thread luer on the clave was received broken. Beach marks were observed at the broken region. The probable cause of the broken clave had occurred due to environmental stress cracking during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. Sballard 2/12/24. D9 device returned to manufacturer on 1/30/2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a microclave® neutral connector where it was reported the microclave was noted to be cracked 2 hours after application to central line. There was patient involvement and no harm.